Event description:
A report was received that the patient will undergo a lead replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo a lead replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the physician will replaced the lead for better coverage of the patient's pain. The bsn representative thought that there was no device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician did not suspect device malfunction. The patient was reportedly doing well post operatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead replacement procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.